Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was not confirmed. In addition to the findings reported in b5, the following nonreportable malfunctions were identified: plastic distal end cover had a dent and burn; due to a scratch on switch button 1. Water tightness was lost; due to burn on plastic distal end cover. Insulation resistance value at distal end does not meet specification; due to wear of angle wire. The play of up/down knob is out of specification; due to wear of the lock engagement lever. Up/down knob cannot be locked securely, adhesive on the bending section cover had a chip, crack, white clouded area and scratch, switch button 1 and 4 worn, adhesive around objective lens and light guide was peeled, bending section cover had a scratch, connecting tube buckling, scope connector deformed, scratches, damage or deformation on various parts of the device, universal cord had a wrinkle, the friction plated deteriorated and connecting tube had buckling. The customer provided to olympus the following information related to reprocessing of the device: 1.) The device was cleaned, disinfected and sterilize before returning to olympus. 2.) The customer was unable to identify when the foreign material adhered to the scope. 3.) The customer reports no delay in the start of pre-cleaning. 4.) The air/water nozzle was flushed with water and air. 5.) There were any abnormalities in the accessories used for reprocessing. 6.) The device air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges. 7.) The air/water nozzle was flushed with detergent solution. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the tip on the evis lucera elite gastrointestinal videoscope was damaged. During testing and inspection of the returned device, there were foreign objects in the scope nozzle; due to insufficient cleaning. This MDR is being submitted to capture the reportable malfunction found during device evaluation. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope]. 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function]. (A)inspection of the water feeding function. 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B) inspection of the spray function. 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.